Manufacturer narrative:
G4:04dec2020. B4:12mar2021. Per bio-med there is no repair needed to the device, they have been experiencing low 02 alarms more frequently as of late and they were thinking it is due to the current high demand of oxygen use. The product support advised customer to see if the hospital supply pressure can be turned up a few psi. Based on information provided and/or service performed, the customers alleged malfunction was not confirmed, and did not failed to meet specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 21dec2020.

Event description:
The customer states that every v200 they have alarms "low oxygen supply" at random times during use. The customer contacted product support and reported that the hospital oxygen supply is set to 52psi. Determined that it is not an equipment issue as many units are doing the same thing. Product support advised the customer to tee into the oxygen supply hose and determine what the oxygen psi dips down to during peak times. Advised caller to see if it would be acceptable to raise the hospital supply pressure by a few psi. The hospital has recently been added on to, about doubling the rooms per the caller, however the oxygen system has not yet been upgraded. The customer reported that the unit was in use on a patient , but there was no patient harm reported. Patient information and repair information were requested from the customer, but no response received.